Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) and the universal surgical manipulator (usm) 4 for failure analysis investigation. The products were analyzed and further information was obtained: distal set-up joint (dsuj): in artemis, error 30 was found indicating that the proximal acu had reported the wheel had hit a maximum number of hw errors pointing to suj distal act, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, where no errors we triggered and performed as expected. The unit was then installed onto pftp where it passed all applicable tests. Unable to replicate the reported event. Universal surgical manipulator (usm) 4: unit came into failure analysis with a reported problem instrument recognition issue which was not confirmed as having occurred in the field and not replicated. Remote fe did not record any errors relating to the reported problem. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a psc fixture test (pft) where all tests passed. No signs of damage during visual inspection.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) staff reported the universal surgical manipulator (usm) arm 4 displayed errors faults during docking and did not recognize the instrument. The site had already power cycled the system to continue. The intuitive surgical, inc. (Isi) technical support engineer (tse) could not verify the previous power cycle logs since they were unavailable at the time. The tse noticed errors on the usm arm 4 back on (B)(6) 2025 but couldn't confirm if the current errors were the same. Later, the staff called back, stating that the faults had returned and they were halting the procedure. Error 40100 faults appeared on the system, which prompted them to disable the usm 4. The tse was able to confirm after reviewing the logs and guided the caller through removing the instrument from arm 4 using the instrument release kit (irk) and disabling arm 4. The procedure was continuing with a three-arm system. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4 and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.